Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported (led) light emitting diode failed, and back-up alarm test failed. The manufacturer¿s field service engineer (fse) replaced the power switch overlay, and the (cpu) central processing unit board. No other abnormality was confirmed. Unit was checked overall, cleaned, and functionally tested. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the (led) light emitting diode failed, and back-up alarm test failed. There was no patient involvement.